Event description:
It was reported via repair work order that the IV pole could fall in an unintended direction due to a broken socket and bent IV pole. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.